Manufacturer narrative:
(B)(4). The device was requested but was not available. A batch review will be performed for the lot number provided. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during drain was not confirmed due to a lack of sample. The batch review was performed on potentially associated lot (h11e23099) with no issues noted. Therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During assistance with troubleshooting a system error 2240 and 2367, which occurred on the homechoice (hc) during use, during drain, the home patient (hp) was told to discard supplies and finish using manuals or to start over. The baxter technical service representative (tsr) also explained the alarm to the patient. During a follow-up with the home patient (hp) regarding the reported problem, the hp stated they did talk to their nurse regarding the problem. The hp finished therapy that evening using manual supplies. The hp stated that there was nothing unusual noticed with the supplies that could have caused the alarm. They stated therapy has been going well since then. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.